Event description:
In 03/27/06, nellcor puritan bennett received a report where it was claimed that the device developed a leak in the pilot balloon three weeks following insertion into a pt. The tube was replaced.